Event description:
The caller reported a malfunction on the pump that occurred while they were switching tandem pumps. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which they acknowledged and understood.